Event description:
It was reported that there was a hole in the foley catheter tubing. Per follow up information received via ibc on 05aug2024 stated that the device was used on the patient with no injury.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be error of inspector. However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: directions for use visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. 1. Open outer white wrapping to prepare sterile field and place under pad beneath patient, plastic side down. 2. If patient has a catheter in-situ to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. Wait at least 30 seconds for deflation. If permitted by local protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance as directed by local protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. 3. Put on gloves, cover patient with fenestrated drape with open exposing location where catheter will be inserted, and place the apron on yourself. 4. Using the two (2) syringes, marked for cleansing purposes only, dispense the water onto three (3) gauze squares. Prepare the patient by wiping down the catheter insertion site with the saturated gauze squares. Dry patient with the remaining two (2) gauze squares. Note: do not use this syringe to inflate the catheter balloon. 5. Prepare the lubricating gel syringe by removing the cap from the syringe tip. 6. For easing with the insertion of the catheter into the patient dispense the lubricating gel into the urethra (according to local protocol). 7 remove top tray and open plastic pouch (sleeve) surrounding the catheter. 8. Proceed with cauterization according to local protocol. To inflate catheter, simply insert tip of sterile water-filled syringe gently into valve (do not over penetrate) and depress plunger. Instill entire amount of sterile water - 10 ml. 9. Attach statlock foley stabilization device to the bifurcation (y-shape) of the foley catheter (statlock foley stabilization device can be used for up to 7 days) and apply. (Refer to the instructions for use provided with the statlock foley stabilization device pouch for more details). 10. If the procedure pack includes a leg bag, utilize the leg straps provided to secure the leg bag to the patient¿s leg, making sure not to affect circulation or drainage of urine. 11. Ensure catheter and drainage bag tubing is kink free and drainage bag is positioned below the bladder to ensure urine is flowing freely. Periodic inspection of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, further investigation should be taken in line with local protocol. Instructions for use for the needle-free sampling 1. Kink the drainage tubing at a minimum of 5 cm below the sampling port. 2. Wipe the surface of the port with an alcohol swab. 3. Using an aseptic technique, position the syringe (luer slip tip only) in the centre, perpendicular to the surface of the port, and then press the tip of the syringe into the sampling port. 4. Aspirate the desired volume and then remove the syringe. 5. Wipe the surface of the port with an alcohol swab. 6. Unkink the tubing and send the correctly labelled specimen to the laboratory. Statlock foley catheter stabilisation device kit uro-prep tray with: 2 - gloves (not made with natural rubber latex) 1 - fenestrated drape 5 - gauze squares (7.5 cm x 7.5 cm) 1 - underpad 1 - 10 ml syringe, filled with water soluble lubricating gel 1 - 10 ml syringe, filled with sterile water (only for inflating the catheter) 1 - 10 ml syringe, empty (only for deflating the catheter) 2 - 10 ml syringe, filled with sterile water (for cleansing purposes only) inflate with 10 ml sterile water for urological use only. Warning: on catheter, do not use ointments or lubricants having a petroleum base. They will damage the catheter and may cause balloon to burst. - sterilized using ethylene oxide. - sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. - after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws, regulations, and policies - keep away from sunlight. Do not store at freezing temperatures, keep at room temperature away from direct exposure to light, preferably in original box. - consult instructions for use - do not use if package is damaged - single use only - this is a single use device. Do not resterilise any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. - do not resterilise - contains or presence of phthalates: di (2-ethylhexyl) phthalate (dehp) is a plasticizer used in some polyvinyl chloride medical devices. Dehp has been shown to produce a range of adverse effects in experimental animals, notably liver toxicity and testicular atrophy. Although the toxic and carcinogenic effects of dehp have been well established in experimental animals, the ability of this compound to produce adverse effects in humans is controversial. There is no evidence that neonates, infants, pregnant and breast feeding women exposed to dehp experience any related adverse effects. However, a lack of evidence of causation between dehp-pvc and any disease or adverse effect does not mean that there are no risks. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported that there was a hole in the foley catheter tubing. Per follow up information received via ibc on 05aug2024 stated that the device was used on the patient with no injury.